Event description:
It is alleged that during a case the 13mm cautery blade fell out of the scalpel/electrocautery instrument and into the pt. It was reported that the blade was found and removed from the pt with no injury.